Manufacturer narrative:
IFU for the cement used states that "the surgeon is responsible for any complications or harmful consequences which might result from an erroneous indication or operative technique, improper use of the equipment and failure to comply with the safety instructions given in the directions for use."

Event description:
The patient did have canal compression and had to be monitored. No other person in the room was affected. Patient did not have mortality only complication due to cement being injected into spinal column. The cement was injected after waiting five minutes post mixing with injection between eight and 10 minutes, cement leaked on level 3 after waiting over 5-8 minutes post mixing. The trocars were beyond the posterior third and in bipedicular setup. Surgeon believes the kvtgun had to much pressure.